Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically revise due to unknown reason. Additional information received indicates that the lead was revise due to high pacing thresholds. This lead remains in service. No additional adverse patient effects were reported.